Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, bleeding and vaginal scarring. It was reported that the patient underwent bladder mesh removal on (B)(6) 2012 due to mixed urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with urge urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia. It was reported that the patient was seen for urodynamic evaluation on (B)(6) 2012 due to experiencing urgency/frequency, stress urinary incontinence, foul odor in urine/vagina, pelvic pain (worse on right side), dyspareunia, nocturia,(on going since insertion of mesh in 2009). The patient had urinary tract infection¿s x3 in past year and was diagnosed with urethral hypermobility, cystocele-large stage 1-2, and rectocele-stage1. It was reported that the patient experienced urinary frequency, vaginal discharge, urge incontinence and interstitial cystitis on (B)(6) 2013. (B)(4).